Event description:
Customer reported an advantage system blood glucose result of 294 mg/dl at a time when she was symptomatic of hypoglycemia, emt had a result of 31 mg/dl within 10 minutes on a professional system. Customer reported treatment with IV dextrose. A request was made for the return of the system, replacement was sent.